Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has died. The patient's wife asked boston scientific crm, why the device failed to shock her husband when he died. The patient's wife claims to have witnessed her husband collapsing, and was very upset and angry. The wife also may have implied that the latitude remote monitoring system did not work appropriately.

Manufacturer narrative:
The boston scientific crm technical services department discussed that there was no data available to confirm whether or not the device delivered therapy at the time of death, and recommended that the patient's wife contact the physician for more information regarding her concerns. Technical services explained to the patient's wife that the latitude remote monitoring system used by her late husband was not a real-time monitor. The current status of the crt-d is unknown. Several attempts have been made to obtain additional information in regard to the circumstances surrounding this patient's demise, however, no new information is available at this time. This event will be updated if any new information becomes available.